Event description:
It was reported that during a prolapsectomy, there was an incompleted staple line. The staple line was completed with additional suture. No injury to the pt.

Manufacturer narrative:
Date sent: 06/22/2007. Information anticipated, but unavailable at this time.